Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email high blood glucose and issues with the insulin pump. Customer's blood glucose level was around 500 mg/dl. Customer treated their high blood glucose via insulin pump. Customer was hospitalized 3 or 4 times due to insulin pump therapy. Customer advised they had kidney failure and would go to the hospital each time. Customer advised when they changed out their infusion set, they then removed the cannula from their site and finally experienced bleeding. Customer was advised to rotate their site and follow up with their healthcare provider. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.